Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a failed battery test, a battery out limit alarm, and that the insulin pump died. The parent did not recall the blood glucose reading. The parent stated that they were going to buy new batteries and call back to continue troubleshooting.